Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
It was reported the catheter broke and the broken portion remained in the patient's body. The target lesion was located in the sharp calcifications of the very highly calcified arteria tibialis anterior. A rubicon¿ 14 was selected for use. During the procedure, it was noted that the catheter snapped and part of it stayed in the patient when the physician tried to push the broken part of catheter to larger a vessel part. No further patient complications were reported and the patient's status post-procedure was okay.